Event description:
It was reported, the pt had 1 lead implanted to capture bilateral leg pain. The pt experienced effective stimulation in his left leg. However, he experienced ineffective stimulation in his right leg. Subsequently, the pt underwent surgical intervention on (B)(6) 2013 and had an additional lead implanted. The pt reported effective stimulation coverage in both legs postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.